Manufacturer narrative:
Explant was reported due to high gradient resulting from calcification. The valve was returned fragment with the leaflets excised. The investigation confirmed that all three leaflets contained calcifications and were fibrotically thickened. There was circumferential pannus present on the sewing cuff. No acute inflammation was present. The cause of the calcification and pannus could not be conclusively determined, however calcification is a known event associated with tissue heart valves.

Event description:
Four years ago, a trifecta valve (size unknown) was implanted. On (B)(6) 2019, the valve was explanted due to severely high gradient (50 mmhg) resulting from calcification, and an abbott mechanical heart valve (model unknown) was implanted. The patient is reported to be recovering. No additional information has been provided.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
Four years ago, a trifecta valve (size unknown) was implanted. On (B)(6) 2019, the valve was explanted due to severely high gradient (50 mmhg) resulting from calcification, and an abbott mechanical heart valve (model unknown) was implanted. The patient is reported to be recovering. Additional information has been requested.